Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient¿s cgm alarmed, showing a glucose reading of 55 mg/dl. She reported having a headache and difficulty breathing. She did not have a glucometer available. In response, she drank juice, ate applesauce, and had lunch, but the egv continued to show low readings in the 40s, and later displayed ¿low.¿ she contacted her doctor and was advised going to the emergency room (ER). Her neighbor drove her to the hospital. In the ER, her blood glucose was checked by fingerstick, which showed 157 mg/dl, while her cgm was reading 47 mg/dl. Due to the large discrepancy between the cgm and fingerstick readings, the physician administered glucagon as a precaution to prevent her blood sugar from dropping while awaiting laboratory results. Laboratory testing later showed her blood glucose was 197 mg/dl. The cgm had already been removed, and no further treatment was given for hyperglycemia. She remained in the ER for approximately six hours. Upon discharge, she still reported a headache. At the time of the call, she stated she was feeling fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.